Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose has been over 300 mg/dl and for the first time today, it was 400 mg/dl. Customer stated that she believes that her settings for the bolus wizard and/or basal rates should be altered. Customer stated that she feels that the issue is in relation to when she has a late dinner or snack before bed. Customer stated that she has been experiencing high blood glucose in the morning for the past couple of weeks. Customer's blood glucose was 421 mg/dl at the time of the incident. Customer's current blood glucose was 279 mg/dl. Customer stated that she will discuss this issue with her health care professional first. Customer has workers in her home now and is not able to troubleshoot the pump for the high blood glucose.